Manufacturer narrative:
The product is not available for evaluation. The device history records were reviewed, no deviations or issues were detected. Lot was manufactured according to specifications. Trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Additional information has been requested. The investigation is ongoing.

Event description:
The surgeon advised that a patient received a posterior capsule tear as a result of the irrigation/aspiration tip becoming dislodged in the eye at the end of the surgery. An anterior vitrectomy was performed.